Event description:
It was reported the device had a speaker malfunction error in the error memory of the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not a reportable complaint with philips. A good faith effort (gfe) was performed and confirmed that the device still produced sound in standalone mode. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. An authorized service provider (asp) went onsite and checked the device and found the device working to its specification with no failure found. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
The customer reported the intellivue multi-measurement module x3 displays a speaker malfunction error message. Sound is not confirmed. The device was in use on a patient. There was no report of patient or user harm.